Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed due to a faulty generator board. The evaluation found the front panel was split on the left-hand and right-hand side of the panel mounts. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the electrosurgical generator experienced a 433-error message. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of error message e433 was confirmed. Based on the results of the investigation, it is likely that the error message e433 occurred due to defective foot switch due to short circuit in the plug, defective high voltage power supply board, defective motherboard, defective transient-voltage-suppression diodes on the relay board. However, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: according to the IFU of the olympus generators, fumigation with hydrogen peroxide or similar agents is not intended. These substances attack the surfaces of the devices as well as circuit boards, electronic components and insulation materials in the interior. Damage is then a direct consequence after only a short time. Damage to the electronic components also poses the risk that the electrical functions of the unit in question may be permanently disrupted. Cleaning efficacy has been validated with an alkaline disinfectant based on low alcohol content (< 20%) and quaternary ammonium compounds (sani-cloth plus, manufactured by pdi professional). The efficacy of low-level disinfection was validated with an alkaline disinfectant based on a low alcohol content (< 20%) and quaternary ammonium compounds (at a contact time of 3 minutes with sani-cloth plus, manufactured by pdi professional). The procedure for cleaning and disinfecting the device can also be found in the IFU. Under certain circumstances, the use of other cleaning agents' may (after some time) affect the surfaces and plastic parts. Olympus will continue to monitor field performance for this device.